Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, the distal tip of a 6f-7f mynx control vascular closure device (vcd) was visibly cracked upon inspection during prep. The device was not used in the patient. Another unknown device was used to successfully complete the procedure. There was no reported patient injury. The patient information is unknown. The user was trained with the device. The product was stored as per labeling. The device was opened in a sterile field. The device was stored in the cath lab for approximately three weeks. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no damage noted to the device packaging/box. There was no unusual force used at any time. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath was not returned, and the sealant was observed at the distal end of the sealant sleeve not exposed to blood. Per microscopic analysis, the sealant outer sleeves were frayed and kinked. This condition may contribute to the deployment difficulty. However, it is unknown if the damage to the sleeves occurred during insertion into the procedure sheath or during subsequent handling. Per functional analysis, the sheath involved in the reported complaint was returned for investigation. The insertion test was not performed on the received device due to the damaged sealant sleeves. A product history record (phr) review of lot f2021601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip cracked-during prep¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2021601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the distal tip of a 6f-7f mynx control vascular closure device (vcd) was visibly cracked upon inspection during prep. The device was not used in the patient. Another unknown device was used to successfully complete the procedure. There was no reported patient injury. The patient information is unknown. The user was trained with the device. The product was stored as per labeling. The device was opened in a sterile field. The device was stored in the cath lab for approximately three weeks. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no damage noticed to the device packaging/box. There was no unusual force used at any time. The device will be returned for evaluation.